Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging receiving values outside of patient's therapeutic range. Date unknown, inratio 4.7, repeat inratio 1.4. Lab 1.6 one hour after inratio test. Patient's therapeutic range 2-3.